Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "at bedside removing piv distal to location of PICC line, used adhesive remover. Left bedside with PICC line intact and fluids infusing. Started extubation took approx. 20 min. Returned to bedside to find PICC line not connected top patient but broken at site outside of occlusive dressing.